Event description:
Pt had a vascular access device implanted in 1/93 at another facility. The exact type and name of the MFR is unknown. The device was used for the administration of chemotherapy. According to pt history, the device had not been used since 7/93. Pt was admitted to facility on 12/25/93 with complaints of flu-like illness. Chest x-ray on admission showed that the distal 9 cm of the tubing had separated from the rest of the tubing and port and had migrated on the left pulmonary artery. The separated portion was retrieved in the cardiac cath lab and the remainder of the port was surgically explanted. Pt was dismissed on 12/28/93 with no complications apparent.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.